Manufacturer narrative:
D10 concomitant product: unknown eea (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to a review of secondary licensed data sources to understand the predictors of patients who received robotic colectomy, patients who used tri-staple circular staplers and dst circular staplers versus those who did not use circular staplers. The effectiveness evaluation included three complications, such as blood transfusion, bleeding, anastomotic leak, infection, and other device complications.